Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an echocardiogram indicated a moderate paravalvular leak (pvl). Hemodynamics were stable and did not indicate the need to snare or to implant a second valve. It was reported that the valve had been implanted at a depth of 8-10 mm. Nine days post implant, a second transcatheter bioprosthetic valve was implanted, valve in valve, and resolved the paravalvular leak. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the information provided, the reported paravalvular leak (pvl) that required reintervention could possibly be related to patient anatomy, the presence of pre-existing patient conditions and/or implant position. Positioning is dependent on patient anatomy as well as user technique. Potential factors that can influence implant position include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel and compliance of the aorta and native vessels. The procedure was successfully completed with no adverse patient effects reported. In this case, the pvl was most likely the result of the too deep positioning of the valve during implant as it was reported that the valve had been implanted at a depth of 8-10 mm. Per the corevalve instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).